Event description:
It was reported that a pediatric user of the ilet experienced a low blood glucose event after dinner, with glucose reportedly decreasing from 201 mg/dl to 59 mg/dl despite only the usual dinner being announced. Customer care provided support that included a review of the reported event details. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the available information. No clinical manifestations reported during the event. Outcomes included the need for oral carbohydrate treatment, with blood glucose corrected using juice, and no medical intervention. It was concluded that the event was device- and use-related in temporal association but with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.